Event description:
Upon receipt of the device, the user reported that the thermostat does not hold the correct temperature and keeps going up out of its tolerance range. There was no pt involvement.

Manufacturer narrative:
This complaint was not confirmed. The unit was inspected and operated to manufacturer's specifications. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.